Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was to have a CT scan of her bladder on the day of this report and requested guidelines. The patient reported having pain and discomfort down where her ovaries were. The patient reported that the pain and discomfort comes and goes, but has increased over time. The patient also reported vaginal bleeding. The patient reported that the blood coming out used to be dark and would run into a pad that she wore but now it was less blood and she would only see a little bit of pink when she wiped but the bleeding wasn't going away completely. The patient reported that she didn't know if the device was causing the issues or not. The patient reported that the bleeding started around right after she got the device implanted and she didn't know if it was maybe the wire was causing the bleeding. The patient reported that she was unable to remain completely "stagnant" and had filled some boxes and did yard work so she has lifted things since the issues started. The patient's doctor had prescribed her antibiotics and now knew it was not a uti. The patient reported that she had bladder issues on and off for a few years and in 2014 her uterus prolapsed and mesh was put in and when she would stand her bladder would fully empty, so a sling was put in then finally have the device put in. It is unknown if the reported symptoms are reported to the device/therapy. The patient reported that the device had helped her bladder symptoms some, but never fully resolved her bladder issues. The patient reported that her bladder issue was that she can't sit down to pee. The patient reported that her bladder needed to wake up to function and she had some success with sitting and peeing and that the device helped some but that she couldn't empty all the way out. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.